Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor errors two times. The customer's blood glucose level was 240 mg/dl. The customer reported that drive support cap was normal. The customer was able to clear the alarm. The customer reported that the motor error occurred during rewind. The customer reported that the insulin pump was not exposed to high magnetic field. Customer was not able to exit rewind screen. The insulin pump will not be returned for analysis.